Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted without complication. Post-implant the patient experienced hypoxia requiring bi-level intermittent positive airway pressure (bipap) and was admitted to the intensive care unit. The patient died seven (7) days later. No additional information is known.